Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following: was there a malfunction of the reprocessing accessories? -> no. Was there a delay in pre-cleaning? -> no, the device was reconditioned immediately after the examination. Was there a delay in manual cleaning (in case of delay, pre-soaking is required)? -> no, the working channel could not be brushed because it was clogged. We have also let it soak. (All immediately after the examination). Was the surface wiped during pre-cleaning? -> yes. Has the surface been wiped/brushed during manual cleaning? -> yes, according to the normal/standard. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that reprocessing was deviated from the instructions for use since the channel could not be brushed due to foreign material. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection IFU IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the colonovideoscope instrument channel was blocked. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, foreign material was found in the instrument channel. This report is being submitted to capture the presence of foreign material that was found during the evaluation.

Manufacturer narrative:
The incoming inspection of the device found no leak, but residual liquid or foreign material came out of the instrument channel. The plastic distal end cover had a scratch. The adhesive around the objective lens had discoloration. The adhesive around the light guide lens had discoloration. The adhesive on the bending section cover was detached. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.